Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. Information was reported that the caller spoke with the patient today and the patient stated that when they used to charge they would see "finished" on their screen, but now the patient believes she is charging the same amount and not finishing. The caller stated the patient charges in the evenings and it shows 100%, but the ins will be off at that time (patient doesn't use it in the evening) and when she wakes up the ins is at 90%. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that actions taken to resolve the recharging and battery issues was the rep did what technical services told them to do which was to charge longer. They stated that things seemed to be better now. No further complications were reported/anticipated.